Manufacturer narrative:
A covidien field service engineer (fse) evaluated the device and verified the customer reported issue. The fse replaced the breath delivery (bd) printed circuit board (pcb) and analog interface (ai) printed circuit board (pcb), which resolved the reported issue. (B)(4).

Event description:
A report was received from (B)(6) stating that and 840 ventilator experienced a malfunction. The customer reported that during patient was the ventilator went inoperable. The patient was removed from the ventilator and placed on another ventilator.